Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge her ipg. An sjm representative met with the patient and determined her ipg was inoperable. Surgical intervention may be pending to address this issue.